Event description:
An angiosculpt catheter was used in a peripheral procedure to treat a severely calcified mid sfa. The angiosculpt was advanced to the lesion and inflated with no issues. However, during removal, resistance was noted, and the scoring element got stuck in the calcium. Some degree of force was applied, but the scoring element separated in the patient. Attempts to retrieve the scoring element was not successful; therefore, a stent was placed to trap to the vessel wall. This product problem and adverse event is being submitted due to scoring element separation, requiring intervention, but retained in patient.

Manufacturer narrative:
Block a3b: the patient's gender is unknown. This information was not available from the facility. Block h3: the angiosculpt catheter was returned without the scoring element. Visual inspection found a damaged distal tip, distal bond, intermediate bond, transition tubing, and shaft. Block h6: based on the complaint details, the scoring element got stuck in the calcium, and some degree of force was applied, resulting in the scoring element separation. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.